Event description:
Additional information received reported that the event was attributed to the lead and extension. It was noted that they were removed due to infection not malfunction.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va01ga6, implanted: (B)(6) 2012, product type lead; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # va01ga6, implanted: (B)(6) 2012, product type lead; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported that the devices were removed approximately two months post implant due to infection. Additional information has been requested, but was not available as of the date of this report